Event description:
A pt reported experiencing inaccurate low results with a otp meter. The pt's blood glucose results were 118mg/dl vs. 238 lab. Tests were done within 10 mins with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.